Event description:
It was reported that at device changeout for eri (elective replacement indicators), the ventricular lead measured less than 100 ohms impedance and was not sensing. Lead replacement was recommended; insulation issue suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.